Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the steering leg of the device was found to be bent. Additionally, it was reported that during testing conducted at the manufacturer facility there was paint chipped from the band around the device housing. No medical intervention and no adverse consequences were reported with these events. As these events occurred during testing, there was no patient involvement and no delay to a surgical procedure.